Event description:
The hospital reported an error resulting in the loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the job. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).